Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was not reported. It was reported that the patient had been hospitalized for an unreported cause. Apd therapy was ongoing. Subsequently, the patient passed away due to an unreported cause. It was not reported if an autopsy was performed. No additional information is available.